Event description:
It was reported that the patient experienced a loss of sensation in their right leg. The physician believed this was due to leakage of cerebrospinal fluid. The patient was admitted to the ICU and the device was removed. The patient was later transferred to a rehabilitation facility and remains under medical supervision.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.